Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis. Visual inspection showed the pump was cracked on the right plunger case. Review of the event history log showed "force sensor bridge test error" in the history. Functional testing involved powering up the pump and checking and testing the force sensor. On power up, the pump displayed "force sensor bridge test error." All readings of the force sensor were within the required specification. The problem source could not be identified. The force sensor was replaced, and preventive maintenance was performed on the pump.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited a "force sensor error." No adverse effects were reported.